Event description:
It was reported that one implant fell to the floor (referred to customer service for courtesy implant replacement) clinician placed new implant in site 30 and the fixture/ transfer came off, broken screw leaving hex inside the implant head so it had to be removed with retrieval kit. Thread was damaged during procedure. No patient impact as another implant was placed instead. No medical history reported.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight unknown / not provided. Last name unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.1,13,mtx,mg, tsvt4b13 was not returned for investigation. Therefore, visual inspection could not be performed and the investigation will be of the available information of the lot number, IFU and risk management files. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions noted on the complaint. Bone density type ii. The reported device was located on tooth site 30 (universal) when the event occurred. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (1252249). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1252249) for similar event and revealed no existing non- conformances/CAPA/hhe/d/ie/product holds for the reported product. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated.